Event description:
The mother of the homepatient (hp) contacted a global technical service representative (gtsr), and reported a check lines and bags alarm during fill 1 using the homechoice system. The issue was reviewed over the phone with the gtsr which revealed the caller had setup the homechoice system with an empty heater bag in order to blend different strength dextrose solutions. The caller indicated that heater bag was "vacuumed" shut and she was unable to fill the heater bag. From priming to fill 1, the system gave her check lines and bags alarms. The gtsr verbally assisted the caller to place the heater bag below the level of the cycler to attempt to replenish it; however, only a small volume of fluid would enter the bag. The system would then drain the small volume of fluid back out of the heater bag and elicit a check lines and bags alarm. The gtsr then assisted the caller to end the therapy early and return to the setup phase using the same disposable supplies. The gtsr assisted the caller to open the cycler's door to allow solution to free-flow through the setup. Priming was initiated and the heater bag emptied itself of fluid. The caller indicated she would discontinue use of the current disposable setup and start a new therapy using new disposable supplies, including a full heater bag. The hp's mother indicated she would contact the dialysis center nurse to explain why she altered the hp's therapy. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
Baxter's product surveillance department will attempt to ensure that proper procedures be reviewed with the home patient's mother.